Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Unable to perform rewind, seating, basic occlusion test, occlusion test, force sensor test, displacement test and displacement accuracy test due to missing retainer ring. Pump passed self-test. Unit was successfully downloaded using thump. No unexpected alarms/alert/anomalies noted during testing. Unable to verify low bg's. Confirmed 1176750 (117.675 u) units of normal bolus was delivered on aug 27, 2025 between the event date. Pump was cut open to perform visual inspection and found evidence of moisture damage on the pcba 1 and pcba 2. Unable to perform test p-cap into the reservoir compartment due to missing retainer ring. The following were noted during visual inspection: pillowing keypad overlay, stained keypad overlay, cracked keypad overlay, scratched case, cracked case, cracked case-corner of belt clip rails, cracked case (battery tube), battery tube threads - cracked, serial number label missing, detached retainer and missing o-ring (reservoir tube). No unexpected alarms/alert/anomalies noted during testing, unable to verify low bg's. No device problem found however was confirmed. Retainer ring damage confirmed. Reservoir unable to lock into place due to pump not passing p-cap lock test. Cosmetic damages were noted during visual inspection. Exposed to moisture confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia due to discrepancy between sensor glucose and blood glucose values. The event involved product(s) mmt-1884l, mmt-332a, mmt-864a. Troubleshooting was partially performed. Blood glucose value was 80 mg/dl and sensor glucose value was 250 mg/dl at the time of event. It was unknown whether the customer was using the insulin pump system within 48 hours of reported event. No further patient complications were reported. The customer will discontinue use of the insulin pump. Mmt-1884l was requested and the device was returned for analysis. No product return is required for mmt-332a. No product return is required for mmt-864a.